Event description:
The customer reported that a pt received a minor burn when an unk type of handpiece continued to cauterize when the device was set down on a pt. The degree of burn and the treatment of the burn were not made available by the site.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the generator evaluation is complete a follow-up report will be submitted. Additional questions in regard to the incident have also been asked.